Event description:
Additional information reported from the healthcare professional, "there is no obvious hyaluronic acid mass on the other side. There are no problems so far in terms of cosmetic and functional. We have informed you that we will conclude the consultation for the time being." Symptom has resolved.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Additionally, during the follow-up visit the patient was treated with 0.3cc of hyaluronidase solution injected into the jaw. Symptom is ongoing.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5

Event description:
A patient reported that they received 2cc of juvéderm® vista volux¿ 0.6cc to jw1, 0.7cc to jw4, 0.7cc to jw5 and 3.1 cc total of juvederm vista voluma xc injected. 0.6cc to ck1, 1.4cc to ck4, 0.7cc to c1, 0.4cc to c2. After the injection the patient stated that they felt the normal lumps when they touch it that do not affect their daily life. However, when the patient is not feeling well, such as during their menstrual cycle, when they are tired, or have a cold, they experience pain and swelling around their chin and under the corners of their mouth. They also felt this when they had a fever around 5 months ago, but this time they caught a cold recently, deemed not device related. The patient stated that they are still experiencing the same pain and swelling. Patient was treated with hyaluronidase (hirenex 1v). The patient was prescribed a 28-day supply of clarithromycin as there was a concern about biofilm formation, deemed not device related. Patient noted about 90% of the hyaluronic acid had dissolved and there was no subsequent swelling. The patient had been progressing well, but the patient was concerned about the 10% or so of the hyaluronic acid that remains so after one week passing the patient came back and requested that the remainder of the product gets dissolved. Symptom is ongoing. This record is for juvéderm® vista volux¿.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.